Event description:
It was reported that the cage fractured during insertion at l3/4. All fragments of the damaged cage were retrieved. There was no report of adverse impact to patient, user, or procedure. No additional information available.

Manufacturer narrative:
Photographs of the implant were evaluated and confirmed the reported fracture; it was noted the cage primarily fractured at and adjacent to the threaded inserter attachment point. Because of the amount of peek material between the threaded inserter attachment hole and the outer edge of the 8mm cage, the disc space must be properly trialed and distracted in order to prevent damage to or fracture of the implant during insertion impaction. Additionally, coroent xl+ cages are intended to be used with interbody slides or a distractor tool in order to prevent their fracturing during impaction. While a definitive cause cannot be determined, cage fractures may occur due to off-axis forces applied during in-situ twisting of the implant (done to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies), may occur due to off-axis impact with a mallet, may occur due to micro motion at the implant-inserter interface if the cage is not fully threaded onto the inserter, and/or may occur if the cage is over-tightened onto the inserter. Manufacturing record review: review of the device history records noted no material non-conformances, no manufacturing errors, and no discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to the reported issue. All device met acceptance criteria upon release. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include:...bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique) ¿" "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." "...handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.